Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump kept going off. The customer¿s blood glucose level was unknown at the time of the incident. Customer changed the battery and display flashes then it goes back off. The insulin pump will be returned for analysis.